Manufacturer narrative:
Other text: b3: unknown; no information has been provided to date. No product was returned. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that the cassette was causing both the patient's pumps to alarm for high pressure. Per reporter, the alarm occurred after the patient had mixed a new cassette and placed it on the backup pump. Patient then attempted troubleshooting on that pump, but the alarm continued. They then attached the cassette to the other pump with the same alarm occuring. It was confirmed there were no kinks in the tubing, the clamps were open and the tubing was placed correctly. Per reporter the patient had a backup product to switch to and the therapy was successfully continued. No adverse patient effects were reported. Per reporter no additional information is available.